Manufacturer narrative:
(B)(4). There was no reported device malfunction. The clip remains in the patient and was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported myocardial infarction and death. The reported cardiac arrest; however, was likely due to the heart attack. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, cardiac arrest and myocardial infarction as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a definitive cause for the reported myocardial infarction, death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the patient death. It was reported that on (B)(6) 2012, two mitraclips were successfully implanted reducing mitral regurgitation from 3+ to 2+. Approximately three and a half years later, the patient may have had a heart attack at home. Resuscitation efforts were unsuccessful and the patient expired. No additional information was provided.